Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'keypad number 6 key not responding', which was confirmed during evaluation. Visual inspection found column 1 and 3 of the keypad inoperable. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad number 6 not responding. The event occurred during programming setup in the general patient ward. There was no patient involvement. No additional information is available.